Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent the following procedures: on (B)(6) 2002, removal of intraurethral sling device due to intraurethral erosion; on (B)(6) 2002, harvesting of the right fascia lata graft, fascia lata sling and intraoperative cystoscopy. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.